Event description:
It was reported that the implantable cardiac monitor exhibited intermittent loss of ventricular sensing. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.